Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event. The user facility further reported that there was no error message that displayed on the generator. After the doctor noticed that the teflon pad became detached, metal from underneath the teflon pad was exposed. The device, associated equipment and connections were inspected prior to use and no anomalies were noted. As a result, there was a short delay in the procedure to obtain a replacement device. The patient did not require additional treatment or a longer stay. The device was not returned to olympus for evaluation, therefore, the cause of the reported event cannot be confirmed. However, based on similar reported complaints the most probable cause of the damaged teflon pad can be attributed to unintended operational error. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects. Do not activate output while applying the probe tip to the tissue with strong force, grasping thick tissue or twisting the handle. As a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during the beginning of a pancreatectomy procedure, the teflon pad at the distal tip of the device became loose. No device fragment fell off into the patient. The procedure was completed with a second like device from the same lot. There was no patient injury reported.